Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It was reported that during breast biopsy on (B)(6) 2026 with an eviva device that the needle "was ¿stuck¿ in breast in open position." The procedure was reported to be "completed and calcs retrieved". There was no report of patient/user harm, or additional intervention. Customer outreach was performed, but there was no response. No further information is available at this time. There is a reporting precedent for a needle being stuck in the breast for this device.